Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown (B)(4) proximal femoral nail. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a (B)(4) proximal femoral nail was used for a trochanteric fracture case. Thereafter, a cut out due to penetration occurred. This report is for an unknown japanese proximal femoral nail. This report is for 1 of 1 (B)(4).